Event description:
A consumer reports seeing a dark shadow following intraocular lens (iol) implant surgery. The association between this event and the iol is not known. The pt was seen by a consulting ophthalmologist who recommended observation and re-check in four months.